Event description:
Upon field installation of the device, the field service representative (fsr) reported that the batteries on the device were dead. There was no pt involvement. Investigation in process, but not yet completed.